Manufacturer narrative:
Concomitant medical products: model: 5076-52, ra lead; implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency department due to receiving shocks from their implantable cardioverter defibrillator (ICD). The patient's ICD had treated an episode of ventricular tachycardia (vt) with anti-tachycardia pacing (atp), which accelerated the rhythm into the ventricular fibrillation (vf) zone. The arrhythmia was terminated when the patient received defibrillation shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.